Event description:
It was reported that a user experienced hypoglycemia with a measured blood glucose of 55 mg/dl and no associated alerts or alarms, and the user attributed the low reading to a g6 sensor issue; troubleshooting and education were completed, and oral glucose was used to treat the event. Symptoms included no reported clinical manifestations despite hypoglycemia. Outcomes included resolution with self-treatment and no escalation of care. Investigation included review of available event details and user-reported device behavior. Investigation of this case revealed that the cause of the hypoglycemic event remained unclear, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.